Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized the same day as onset for the peritonitis event. On an unreported date, the patient began treatment with injection (inj.) Of ceftazidime 500 milligram (frequency, route and duration not reported) and inj. Of amikacin 125 milligram (frequency, route and duration not reported). The action taken with dianeal therapy was not reported. The patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.